Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a replacement pump, and when attempting to input a bolus request, the bolus screen suggested "units" instead of "carbohydrates". The customer did not deliver the bolus request and there was no impact to the customer's blood glucose level. Tandem technical support assisted the customer with successfully adjusting the carbohydrates to "on".